Manufacturer narrative:
Final analysis found damage consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed.

Event description:
It was reported that an x-ray was performed which revealed that the right atrial lead had dislodged. On (B)(6) 2017 the lead was successfully explanted and replaced without any adverse consequences to the patient.